Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of implantable pacing lead (ipl), the patient experienced chest pain due to cardiac tamponade, and pericardial effusion was observed. The patient was transferred to another facility where cardiovascular surgery was available. Pericardial puncture and drainage was performed, and patient symptoms improved. Following the procedure, the patient had no symptoms and the clinical course monitored. Additional information received indicated the physician commented that the patient had started medication of anticoagulants from one day prior to symptoms and it was considered as one of causes of the cardiac tamponade. The ipl remains in use. No further patient complications have been reported as a result of this event.